Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis was not turning on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system was powered off. A technical support specialist did maintenance to fix the reported issue, and the remote smart service was showing the device online now. The system functioned as intended after the technical support specialist troubleshot the device.